Manufacturer narrative:
Analysis of programming history.

Event description:
During MFR review of a pt's vns programming history, it was noted a faulted systems diagnostics test occurred which changed the pt's settings from 1.75ma/20hz/250pw/14 seconds on/1.8 mins off to 1ma/20hz/500pw/30 seconds on/60 mins off. The pt's vns was reinterrogated, but no settings were changed after the faulted test. The physician has since been informed of the need to perform final interrogations to ensure that vns settings are as intended.